Event description:
A healthcare professional reported that phacoemulsification tip was bent in a different way than normal before cataract surgery with intraocular lens implantation surgery. The surgery was completed on the same day by replacing another unit of the same product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).